Manufacturer narrative:
Section e initial reporter was not provided. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 v entilator shut down. The device was made available to medtronic for evaluation. The field service engineer evaluated the ventilator and found power on self test (post) codes in memory. Additionally, it was found that the unit did not record the date and time. The unit is still under evaluation and recommended not to be used on patients until further repairs are made. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 840 ventilator shut down. There was no reported patient injury.

Event description:
Additional information as follows: it was reported that this 840 ventilator shut down. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Additional information section b5 additional information section e initial reporter added update to section h6 patient code remove e2401 and add e2403 device code - remove a1408 and add a0708 additional information received shows that there is no information to reasonably suggest that the device in this report may have cau sed/contributed or is likely to cause/contribute to a death or serious. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.